Event description:
A ventilator was returned to the manufacturer for the failure of pneumatic pressure test on the device. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the fans does not pass the pressure test. The system board was replaced to resolve this issue on the device. The device had the necessary checks carried out to certify the return to the operating conditions of the device.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for the failure of pneumatic pressure test on the device. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the fans does not pass the pressure test. The system board was replaced to resolve this issue on the device. The device had the necessary checks carried out to certify the return to the operating conditions of the device. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.